Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestream that are cleared in the us. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during preparation for an expandable stent graft procedure in celiac artery, the stent graft allegedly came off from the balloon catheter when the cover was being removed. It was further reported that stent graft was noted to be stuck inside the cover. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestream that are cleared in the us. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during preparation for an expandable stent graft procedure in celiac artery, the stent graft allegedly came off from the balloon catheter when the cover was being removed. It was further reported that stent graft was noted to be stuck inside the cover. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that during preparation for an expandable stent graft procedure in celiac artery, the stent graft allegedly came off from the balloon catheter when the cover was being removed. It was further reported that stent graft was noted to be stuck inside the cover. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned to the manufacturer for evaluation. However, an image was provided for review. The image showed a partial catheter in view. It appeared to be a lifestream device. The hub was partially in view, its hub print markings were not visible. The sleeve was seen separate to the device . A stent was seen partially lodged within the sleeve, a portion was protruding from one end of the sleeve. The catheter balloon is in view, there is no evidence of any expansion. The result of the investigation is confirmed for the reported sent dislodgment issue. The result of the investigation is inconclusive for the difficult to remove packaging issue. The root cause for the reported stent dislodgment and difficult to remove packaging issues could not be determined based upon the available information received from the field communications and image review. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: it was described in the entry description that the lifestream stent was been used in stent graft placement procedure in a renal artery. This is off label use of the device. The instruction for use for the lifestream product in the indication for use specifies "the lifestream balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries". Indication for use. The lifestream balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries precautions: the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. Crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. This device has not been tested for use in overlapped conditions with stents or covered stents from other manufacturers. Directions for use. Covered stent size selection. 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation. 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. H10: d4 (expiry date: 10/2023), g3, h6(method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.